Event description:
The customer stated that the central monitoring system (cns) appeared to have power cycled on its own. The screen went blank and then blue screened. Then it rebooted and during the reboot an error message appeared. They also stated that they did not see this issue personally, and it happened during the night and the nurse had called our oncall tech support. MFR rf # 8030229-2015-00197.